Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Suspected false negative sars result for 1 symptomatic consumer. The consumer communicated they suspected the result to be false given that they are experiencing symptoms. There was no mention of any confirmatory testing being performed. An additional consumer event was communicated which is captured on a separate report.